Event description:
It was reported that the patient experienced a reading of low out of range impedance values. Only electrode pair 0-9 was less than 50 ohms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy. No interventions were reported to have been planned or taken. The cause of the issue was not determined.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead; product ID 3778-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead; product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension; product ID 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type extension. The initial MDR was filed as MFR report # 3007566237-2012-01281. Additional review indicated the correct manufacturing site was site 3004209178.